Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biocath catheters alongside the leg bags were not of same quality (product no: d226414, d226416, d5m and d5l) as those in the foley catheter trays (d22655). It was stated that two products were already joined and sealed in the trays, but the separate products did not join properly (product no: d226414, d226416, d5m and d5l) and the patients had more leakages and failures. It was also stated that when the nurse arrived to change the catheter, the box was empty (product no: unk) and nothing was there inside. The patient details and the size of the catheter were unknown. Per follow up information received via ibc on 17jan2022, it was stated that the customer complained about the quality for both the biocath catheters (d226414 and d226416) and noted that the items did not connect properly unlike the trays that were fitting together.

Event description:
It was reported that the biocath catheters alongside the leg bags were not of same quality (product no: d226414, d226416, d5m and d5l) as those in the foley catheter trays (d22655). It was stated that two products were already joined and sealed in the trays, but the separate products did not join properly (product no: d226414, d226416, d5m and d5l) and the patients had more leakages and failures. It was also stated that when the nurse arrived to change the catheter, the box was empty (product no: unk) and nothing was there inside. The patient details and the size of the catheter were unknown. Per follow up information received via ibc on 17jan2022, it was stated that the customer complained about the quality for both the biocath catheters (d226414 and d226416) and noted that the items did not connect properly unlike the trays that were fitting together.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "incorrect operation packaging units in box". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biocath catheters alongside the leg bags were not of same quality (product no: d226414, d226416, d5m and d5l) as those in the foley catheter trays (d22655). It was stated that two products were already joined and sealed in the trays, but the separate products did not join properly (product no: d226414, d226416, d5m and d5l) and the patients had more leakages and failures. It was also stated that when the nurse arrived to change the catheter, the box was empty (product no: unk) and nothing was there inside. The patient details and the size of the catheter were unknown. Per follow up information received via ibc on 17jan2022, it was stated that the customer complained about the quality for both the biocath catheters (d226414 and d226416) and noted that the items did not connect properly unlike the trays that were fitting together.